Manufacturer narrative:
(B)(4). Batch # unk. Event: date of event unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the jaw of staple cannot lock reload properly when firing. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2022. Investigation summary: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photo provided a packaging box was observed opened and with lot: v94k7n. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 5/11/2022. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. H1